Event description:
It was reported while using the cool path duo catheter during an ablation procedure, the irrigation port detached from the proximal end of the handle on the catheter. The procedure was continued with a different device. There were no adverse consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports as well. The root cause classification could not be determined as the device was not returned.